Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve dislodged upon each deployment attempt. The valve was subsequently recaptured and successfully withdrawn from the patient and a new 29 millimeter (mm) valve was used with a new delivery catheter system (dcs).

Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date: na; explant date: na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure (tavr), the valve dislodged at 80% deployment despite three deployment attempts being made. Subsequently, an upsized valve was used to complete the procedure. It was noted a 5 minute procedural delay occurred in result of the event. Per the physician, the patient's anatomy of minimal calcium on the native valve contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.